Event description:
The ventilator was in standby in the mr suite when it was moved across the measured gauss line and was drawn to the magnet. The ventilator's pt unit got jammed into the cart and could not be removed. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).